Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced erratic high and low blood glucose levels ranging from 61 to 400 mg/dl. The customer was not hospitalized and did not mention any form of treatment. The customer stated that they had been on antibiotics for an infection they had on their toe from cutting a toe nail. The customer was assisted with troubleshooting and their insulin pump passed the self-test. The customer was advised to monitor the insulin pump for any issues. The product was not returned for analysis.